Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed white screen with database error message. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed white screen with database error message. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was blank and there was 'database error' message. A field service engineer (fse) installed a new hard drive, as the technical support centre (tsc) recommended to replace the hard drive due to recurring database corruption. After replacing the fse changed the time zone, disabled the firewall, updated the auto-launch application in the storage configuration, and completed a full data synchronization. After that the device was online, then checked it from the remote support service (rss). The system functioned as intended after the field service engineer repaired the device.